Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. In-office troubleshooting efforts were unsuccessful. As a result, all components of the device were explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.